Event description:
Thoracotomy and wedge resections. Plc60 dlu was loaded with blue reload and closed down on lung tissue. Device would not open. Manual release was engaged and the plc60 slowly opened up. Surgeon maneuvered device off tissue and subsequently there was a slight lung tissue tear. Another device was used to complete the case without further incident.

Manufacturer narrative:
Results and conclusions: the "not in firing range" error message reported is caused by water remaining in the handle of the plc60 caused by an autoclave cycle with a vacuum dry period under the minimum required. The water will short the optical switches in the handle and the pc will respond as if the button was pressed. Additionally, interaction testing was performed with the flexshaft and revealed damage to the q1 and q3 phototransistors, thus causing the failure of the distal clamp shaft sensor. Summary findings: the phototransistors q1 and q3 for the distal close shaft sensor are damaged. The quad ring on the close shaft at the location of the transistors has wear marks consistent with causing this damage. The damaged phototransistors will render the sensor inoperative. The upper reload contact in the plc60 clamping assembly shows wear and finish damage unlike the smooth finish and like new appearance of the lower contact. This does not have a bearing on the reported complaint, but may be an early stage in the deterioration of the upper reload contact seen in other plc60's. Console messages without activation of the buttons on the handle of the plc60, but related to the movement of the device, would indicate a short in communication path. The sales rep reports similar symptoms for a different plc60 and fs312 the previous week which would indicate a common cause to the two events. There are examples of water in the plc60 handle causing false close signals in the optical path of the plc60 switches. The console would then respond to the false close signals with a message appropriate to the shorted switch being pressed. The cause of water in the handle could be a short vacuum dry period in the autoclave cycle. Root cause: cause of the "no staples" message is unknown. The damage to the phototransistors q1 and q3 caused this failure of the distal clamp shaft sensor. The console display "replace flexshaft" is the result of the failure of the close shaft distal sensor. The message "not in firing range" on the console display and audible are caused by water remaining in the handle of the plc60 caused by an autoclave cycle with a vacuum dry period under the minimum required. The water will short the optical switches in the handle and the console will respond as if the button was pressed. Action: replace upper distal contact in the plc60 clamp assembly. Collect and trend data on fs312 distal clamp shaft sensor failures. Recommend to surgeon that staff be re-trained on autoclave requirements for the plc60.